Event description:
It was reported that the pump's alarm volume and vibration were too low. There was no adverse impact to customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.